Event description:
The anesthesia fellow was getting ready to place a central line into the patient. As he was setting up his 9fr mac catheter kit, he noticed the end of the dilator was serrated and broken. The defect was visually evident prior to use and upon opening the kit. He brought the problem to the attention of the anesthesiologist and anesthesia technician, who both agreed that the device was improperly manufactured. The altered dilator was disposed of and a new kit was opened and inspected before proceeding with the case. There were no issues with the second kit.